Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient complained of pain around the driveline site, redness, and a small amount of drainage. Per protocol keflex and ciprofloxacin was prescribed for 10 days. On (B)(6) 2017, the patient reported that the driveline was less irritated and there was no further pain on antibiotics. On (B)(6) 2017, the patient stated that the driveline site was clearing up and looked better. No additional information was provided.

Manufacturer narrative:
A specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remains ongoing on the left ventricular assist system (lvas). Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.